Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high readings of ¿257 mg/dl¿ compared to feeling/normal result. This complaint is classified according to the documentation of the customer care advocate. The patient takes self-adjusting insulin to manage his diabetes. The patient claimed the lfs meter was giving inaccurate high reading while he took his insulin based on the lfs meter reading. On (B)(6) 2014, the patient reportedly took 15 units of insulin based on the lfs meter reading. Subsequently on (B)(6) 2014, the patient had symptom of shaky and tested at ¿38 and 83 mg/dl¿ on the ems meter. The patient was able to administer self-treatment with food/drink at 3 am. Troubleshooting indicated that the unit of measurement was correct. The test strips were within the discard date. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had low blood glucose reading and symptoms suggestive of hypoglycemia while he managed his diabetes with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/13/2014), the lay user/patient's meter and test strips were returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter and test strips involved in this case passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing on (B)(4) 2014. Additionally, a DHR was started on (B)(4) 2014 and no nc or process or product deviation or rework activity was found. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.